Event description:
On 12/10/2021 it was reported by a sales representative that an ar-3633sp anchor pulled out while using the ar-3650ds sleeve after insertion during a rotator cuff repair. Two side by side speed fixes were used to complete the case. The rep stated the bone was soft and poor causing the issue. The case was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).